Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a luer lock syringe. The customer reports that the syringe tip broke off and became lodged inside of the heparin line. The heparin line is being used with a gambro dialysis line. A patient was involved and medical intervention was required; changed the heparin line on the blood set.